Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for gastroparesis. The customer's blood glucose was high at the time of admission and now he cannot eat or drink. The patient's blood glucose was 280 mg/dl. The customer was vomiting prior to the hospitalization. The customer's blood glucose has since been brought under control but he was still unable to eat, drink, or keep anything down. No products were returned or replaced.